Event description:
It was reported that a spectrum pump alarmed for a system error 322. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was tested and a system error 322 alarm was not observed. The system error 322 was confirmed through the event history log. The eval was unable to determine the specific cause. The upper and lower auxiliary are known contributors to this symptom and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.